Manufacturer narrative:
Additional information: a medtronic representative reported that the outlets at the site were resulting in the reported issue as the breaker would trip on the site's side.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to inspect the imaging system and confirmed the reported issue. The mobile view station (mvs) fuses were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation as they were discarded.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system had blown fuses on the mobile view station (mvs). There was no patient present when this issue was identified.